Event description:
It was reported that during preparation for a water vapor therapy procedure, during the initial filling process, the delivery device was not working properly. It did not complete the filling, and after two more unsuccessful attempts, the needle also failed to retract. The procedure was not completed due to this event. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of failure to prime and failure to retract at setup were defined in the risk documentation. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation for a water vapor therapy procedure, during the initial filling process, the delivery device was not working properly. It did not complete the filling, and after two more unsuccessful attempts, the needle also failed to retract. The procedure was not completed due to this event.